Manufacturer narrative:
Returned for evaluation was a 5f bioflo PICC. As received, the catheter was contained fluid inside and out. An injection cap (needleless connector) was attached to each hub. A visual inspection upon receipt confirmed the customer's event description of a leak. There was a hole/slice in the oversleeve. This location is indicative of damage to the oversleeve rather than a result of the insert molding of the oversleeve onto the extension tubing. No manufacturing non-conformances or out of specification conditions were observed during sample evaluation. The root cause for this event is handling damage. A potential root cause for the handling damage is tubing cut by scalpel during PICC placement procedure or scissors during dressing change. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported: there has been a PICC malfunction on a line we placed 2 weeks ago. There appears to be a hole in the line that is leaking fluid being administered to the patient. There was no indication the patient was adversely affected by this event. The reported defective disposable device has been returned to the manufacturer for evaluation.